Event description:
It was reported to boston scientific corporation that three ultraflex esophageal stent systems were used on a patient for the treatment of a stricture. According to the complainant, the patient had an esophageal stricture due to a malignant tumor. The stricture was 10cm in length and located from 30cm to 40cm within the esophagus. The patient anatomy was not noted to be tortuous. On (B)(6) 2011, a 7cm ultraflex stent (the subject of MFR. Report # 3005099803-2011-03352) was successfully implanted to treat the stricture. Following the procedure, the stent became occluded due to tumor overgrowth. On (B)(6) 2011, the patient underwent an endoscopic intervention for the occluded stent. At this time, a 10cm ultraflex stent (the subject of MFR. Report # 3005099803-2011-03353) was implanted within the previously placed stent. Following the procedure, the stent became occluded due to tumor overgrowth. On (B)(6) 2011, the patient underwent an endoscopic intervention for the occluded stents. During the procedure, the stricture was dilated to 12mm with a balloon dilator prior to the stent placement. The ultraflex stent system (the subject of MFR. Report # 3005099803-2011-03072) was positioned within the patient. The stent was to be implanted inside of the previously placed stents. However, during deployment, the deployment suture snapped prior to fully releasing the stent. The partially deployed stent was removed from the patient on the delivery system. The procedure was completed with another ultraflex covered esophageal stent system. There were no patient complications as a result of this event. The patient condition following the procedure was reported to be "stable."

Manufacturer narrative:
Although, the exact patient age is unknown, the patient was reported to be over 18 years of age. Although, the exact upn is unknown, the device was reported to be a 10cm ultraflex esophageal stent system. The device component code 515 relates to the device problem code 1423 for the reported event of stent occluded due to tumor tissue overgrowth. A visual and functional examination of the complaint device could not be performed as the device was not returned for analysis. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. Tumor overgrowth around the ends of stent is listed in the dfu as a potential post-stent placement complication associated with the use of this device. Therefore, the most probable root cause classification is anticipated procedural complication.